Event description:
It was reported that a clearlink solution administration set underinfused; there was a remnant of medication. This occurred during testing on a colleague pump. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional test was performed using an in-lab colleague pump and the flow of liquid was observed throughout the set with no issues. After the infusion was completed, the delivered fluid was weighed and the results met specifications. The reported condition was not verified on the companion sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.